Event description:
It was reported that the lead had unacceptable thresholds. The lead was capped and replaced. The device was returned after being explanted due to eri (elective replacement indicator). It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary testing revealed the device was at eri (elective replacement indicator) and programmed to vvi 65 bpm bipolar mode. Further testing revealed anomalous output conditions. The no output condition was found to be the result of lifted hybrid bond wires. However, analysis of the device memory data indicated the device was at eri before the time of explant.